Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's mother had started to charge the device the previous night. The patient's mother stated that after 10 minutes , there was a burning smell coming from the device and the charger had begun to melt. The patient's mother stated the controller was very hot to the touch. The charge port itself was burnt and not able to be used. The patient's blood glucose levels were not impacted due to the thermal event.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.the device was received and was being investigated under (B)(4). H3 changed from no to yes. Type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.